Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. A34130) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), varicose veins pelvic ("pelvic varices") and cervical cyst ("nabothian cysts"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced pollakiuria ("urinary frequency"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, female sexual dysfunction, pollakiuria, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, varicose veins pelvic and cervical cyst outcome was unknown and the back pain had resolved. The reporter considered back pain, cervical cyst, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, migraine, pelvic pain, pollakiuria, vaginal discharge, varicose veins pelvic and weight decreased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2012 and removal date updated to (B)(6) 2015. Lot number (a34130) added. Events incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. A34130) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight loss"). In september 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), varicose veins pelvic ("pelvic varices") and cervical cyst ("nabothian cysts"). In october 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced pollakiuria ("urinary frequency"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, female sexual dysfunction, pollakiuria, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, varicose veins pelvic and cervical cyst outcome was unknown and the back pain had resolved. The reporter considered back pain, cervical cyst, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, migraine, pelvic pain, pollakiuria, vaginal discharge, varicose veins pelvic and weight decreased to be related to essure. The reporter commented: current weight 145 lls. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic and left side pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective/ were you advised of any complications or problems at the time of your essure procedure? Yes - about them not working or sealing completely". The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), varicose veins pelvic ("pelvic varices") and cervical cyst ("nabothian cysts"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced pollakiuria ("urinary frequency"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and complication of device insertion ("were you advised of any complications or problems at the time of your essure procedure? Yes-one side unable to be placed."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, female sexual dysfunction, pollakiuria, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, varicose veins pelvic, cervical cyst and complication of device insertion outcome was unknown and the dyspareunia and back pain had resolved. The reporter considered back pain, cervical cyst, complication of device insertion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, migraine, pelvic pain, pollakiuria, vaginal discharge, varicose veins pelvic and weight decreased to be related to essure. The reporter commented: current weight 145 lls diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event were you advised of any complications or problems at the time of your essure procedure? Yes-one side unable to be placed was added. Event outcome was updated for the event: sexual pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic and left side pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 168194 dc-not valid, a34130) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ were you advised of any complications or problems at the time of your essure procedure? Yes - about them not working or sealing completely" and device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included menorrhagia, left lower quadrant pain and endometrial polyp. Current weight as of (B)(6) 2018: 145 lbs. Approximate weight at time of essure placement: 135 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), varicose veins pelvic ("pelvic varices") and cervical cyst ("nabothian cysts"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced pollakiuria ("urinary frequency"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain"), complication of device insertion ("were you advised of any complications or problems at the time of your essure procedure? Yes-one side unable to be placed.") And medical device discomfort ("end of essure coil irritating fallopian tube."). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, female sexual dysfunction, pollakiuria, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, varicose veins pelvic, cervical cyst, complication of device insertion and medical device discomfort outcome was unknown and the dyspareunia and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, cervical cyst, complication of device insertion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, medical device discomfort, migraine, pelvic pain, pollakiuria, vaginal discharge, varicose veins pelvic and weight decreased to be related to essure. The reporter commented: current weight 145 lls. The left essure coil was placed without difficulty. 5 coils were noted. The right coil was unable to placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic and left side pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. A34130,168194dc) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ were you advised of any complications or problems at the time of your essure procedure? Yes - about them not working or sealing completely" and device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included menorrhagia, left lower quadrant pain and endometrial polyp. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), varicose veins pelvic ("pelvic varices") and cervical cyst ("nabothian cysts"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced pollakiuria ("urinary frequency"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain"), complication of device insertion ("were you advised of any complications or problems at the time of your essure procedure? Yes-one side unable to be placed.") And medical device discomfort ("end of essure coil irritating fallopian tube."). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, female sexual dysfunction, pollakiuria, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, varicose veins pelvic, cervical cyst, complication of device insertion and medical device discomfort outcome was unknown and the dyspareunia and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, cervical cyst, complication of device insertion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, medical device discomfort, migraine, pelvic pain, pollakiuria, vaginal discharge, varicose veins pelvic and weight decreased to be related to essure. The reporter commented: current weight 145 lls the left essure coil was placed without difficulty.5 coils were noted. The right coil was unable to placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: medical record received lot number was added. Reporter information and medical history were added.event end of essure coil irritating fallopian tube.added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period was not provided. The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.